Event description:
Received report the pt had fallen in the bathroom several weeks ago and following the fall was complaining of the stimulation turning off. Pt also felt she was recharging more than expected, but this was due to her confusing the ins charge level with the coupling bars. Add'l info has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).